Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the complaint was for a reportedly deformed bellows. There was no loss of function. Only cosmetic issue. H3 other text: additional information was received that the complaint was for a reportedly deformed bellows. There was no loss of function. Only cosmetic issue.